Event description:
Customer reported under infusion of d5w. D5w was infusing with 1000ml to run over 1 hour. After 1 hour, there was a residual of 100ml and actual run time was reported as 1 hour 10 minutes. No patient harm. Product return is not expected.

Manufacturer narrative:
.